Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding starting (B)(6) 2019. Patient was in the outpatient area when it was noticed that patient had a decrease in general condition and was admitted where the control showed a gi (gastrointestinal) bleed with new melena. Subsequently, coagulation factors were substituted in the form of haemates, erythrocyte concentrates and fresh frozen plasmas (ffps). This treatment stopped the bleeding and the patient recovered significantly in general condition. Last measured hemoglobin (hb) was 9.5 g/dl. The bleeding stopped and no further gastroenterological clarification was necessary. Inr (international normalized ratio) was 1.84, and aptt was 32 at time of hospitalized. Inr was 1.78 and aptt was 29 at time of discharge on (B)(6) 2019.

Manufacturer narrative:
Section d4: correction section h4: additional information manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for mlp-003076 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jan2016. No further information was provided. The manufacturer is closing the file on this event.